Event description:
Additional information received indicated that the patient presented for a follow-up in clinic. The patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
An inappropriate reset was reported on the patient's implantable cardioverter defibrillator (ICD). Further information was requested but not received.